Event description:
Irrigation from alcon legacy 2000 became disconnected during cataract extraction procedure. Procedure was almost complete, causing a tear in the posterior lens capsule. Unable to irrigate cataract debris from eye.